Event description:
It was reported that during a low anterior resection, after inspection of the distal staple line, the surgeon observed that the rectum was partially open. A 1/4 of the staple line at the right side of the pt was open. He tried to close it with a suture, but was unable due to the depth of the rectum stump which was 2-3cm from the anus. The surgeon then performed an abdominoperineal resection with a colostomy. The procedure was extended by 45 minutes.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.